Event description:
It was reported by the sales rep that during a total hip revision procedure an attachment ejected a bur; the bur became lodged in the femoral canal. Due to the location of the bur the surgeon left the bur in place and completed the case. The doctor reported to the sales rep that the pt had very hard, sclerotic bone.

Manufacturer narrative:
The attachment involved in the reported event was evaluated. During the evaluation the technician noted the attachment failed bur retention. The attachment was disassembled and visually examined. During the visual examination it was noted that gauze was trapped inside of it, which kept it from completely closing. Corrosion was also observed on the collet and other internal components of the attachment. The gauze was most likely from a q-tip or something used by the customer for cleaning. Signs of corrosion potentially stems from improper cleaning and/or sterilization practices. With the gauze and corrosion keeping the collet from completely closing, the possibility of the bur walking out during usage, as reported, becomes a likely possibility.